Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after more than 15 years in situ. Re-submission and re-coding initial submission did not pass FDA gateway.

Event description:
Implant fracture.